Manufacturer narrative:
The patient was born on an unspecified date in 1951. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as event onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The patient was recovered from this peritonitis event. Two days prior to receipt of this report antibiotics were discontinued. Dianeal therapies were ongoing. No additional information is available as the reporter declined to provide any further information.